Event description:
Biomet orthopedics received very limited information from an independent retrieval lab pertaining to explanted products forwarded to their lab for analysis. Information provided indicates that a patient underwent knee arthroplasty on an unknown date and was revised approximately six years later due to poly patella failure.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.